Event description:
It was reported that four days post implant, the patient presented with chest pain and hypotension. Echocardiogram revealed pericardial tamponade. Pleural effusion was also noted. Emergent pericardiocentesis was performed and blood pressure improved. The right atrial lead had intermittent capture. A computerized tomography scan confirmed right atrial perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).